Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 31 mg/dl. Low bg cause was not known. Customer went to the emergency room (ER) and/or was hospitalized. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.